Manufacturer narrative:
Sientra complaint (B)(4). Sientra requests to void this report as updated information was received by the health care provider that this is not the affected serial number or side and is only the contralateral. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 4, left-side.